Event description:
During a follow-up, high impedance was observed. Upon explant, the rv coil was found torn into two parts between the header and the bifurcation of the rv lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.